Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via, phone call the screen on the insulin pump is now black and he can't see anything. Customer's blood glucose was 10.6 mmol/l. Customer removed the battery, inserted a new battery, and the anomaly persisted. The device also had a crack on the right side of the casing. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for analysis.